Event description:
A customer reported via a webform a "scan again in 10 minutes" message with the adc device. The customer was contacted and reported that due to this issue, they experienced a loss of consciousness. However, the customer reported being able to then self-treat. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was extracted using approved software and extraction was successful. No abnormalities were observed with the sensors data. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. It is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a "scan again in 10 minutes" message with the adc device. The customer was contacted and reported that due to this issue, they experienced a loss of consciousness. However, the customer reported being able to then self-treat. There was no report of death or permanent injury associated with this event.